Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). 2120 = "l" 2684, 2275, 2993 = "nl" h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption e2013025 the total number of events for product classification code oto is 9. Qty 4- alyte y-mesh graft, sterile qty 5- alyte y-mesh graft, sterile (5-pack)

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced a large recurrent cystocele, recurrent urinary problems necessitating a removal and revision surgeries, four subsequent surgeries with four additional mesh products implanted, underwent surgery for repair of symptomatic enterocele on ((B)(6) 2010), rectocele with mesh after noticing a new bulge, stool retention, dysuria associated with prior surgery or enterocele, cystoenterocele surgery on ((B)(6) 2010), implant for anterior colporrhaphy, voiding frequency with incomplete emptying, recurrent cystocele herniating between anterior and apical meshes secondary to fall, underwent anterior colporrhaphy for recurrent cystocele on ((B)(6) 2011), small clips described as spiral tacks, acute blood loss, excision and cauterize of anterior suture line, reoccurrence of symptoms in ((B)(6) 2012), pelvic floor therapy for dyspareunia, pelvic floor myalgia, abdominal wall myalgia, six urinary tract infections after the ((B)(6) 2011) procedure, had to stand up and bend forward to void completely, pelvic pain, pelvic fullness, vaginal bulge, had to push the bulge to defecate, defecatory difficulty, burning with urination, change in the color of urine, change in the odor of the urine, suprapubic pain, increased bladder sensation, decreased bladder capacity, detrusor instability at (90 ml), abnormal voiding mechanism with incomplete bladder emptying that improved with reduction of prolapse, urinary leaking, anterior and posterior mesh was radically excised and tension free vaginal tape placed, a posterior colpoperineorrhaphy carried out with mesh placement, nocturia, pain with intercourse after ((B)(6) 2013) surgery, abdominal pain and pelvic floor spasm. Patient had attempted intercourse one time with the pain less than before surgery.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2015 through december 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.